Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery drop malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. In addition, the battery gauge dropped from 55% to 10% while connected to a power source. The customer's blood glucose level was 179 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.